Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus and the customer¿s complaint was confirmed. The technician found that the device was compressed and buckled a point approximately 950 mm from the tip of the insertion part. During functional testing an olympus guide sheath was combined with the returned suction biopsy needle, the compressed part of the suction biopsy needle was stuck and could not be inserted into the guide sheath. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during the procedure the needle did not protrude when used in combination with the guide sheath. The user also commented that the needle was difficult to remove. The procedure was completed with a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected due to incorrect country code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 4 years since the subject device was manufactured. Based on the investigation, buckling of the needle sheath is likely a result of excessive force applied during insertion into the guide sheath. However, the exact root cause of the issue could not be definitively determined. The device IFU (instructions for use) states: "do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly." Olympus will continue to monitor field performance for this device.